Event description:
During a colon resection procedure the staples did not form properly. The surgeon applied another device without patient injury.

Manufacturer narrative:
8/11/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The cause for the reported condition could not be reliably determined as the subject device was not returned with the staple cartridge.